Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection of the device revealed severed electrode wires in the epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was not hermetic. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient was reportedly experiencing poor performance. Programming adjustments were made, however, the issue was not resolved, therefore the recipient's device was explanted.

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The company is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.